Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, serial/lot #: (B)(6). H3, h6:the exports were returned for software analysis. The analysis determined that the complaint was confirmed. Navigation lag was present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after registration the navigation was lagging. The software was not lagging when clicking buttons or sending the arm to its trajectory. The system was accurate. The site could use navigation, but tracking the spheres was slow and lagging. The site switched cameras, but that did not resolve the issue. There was no patient harm and the procedure was delayed less than one hour.